Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had blacked out. The field service engineer (fse) arrived on site and inspected the error log for the station, which showed that auxiliary drawer 3.1 had failed one second before the entire station went down. The fse reported to the emergency department and met the customer, who provided the required keys. Troubleshooting began on drawers 3.1 and 3.2. The local pharmacist had isolated drawers 3.1 and 3.2 in the auxiliary from the pyxibus, and the rest of the station was functioning at that time. The fse initially assumed that drawer 3.1 was causing the fault that prevented the power supply from starting correctly. However, after replacing the drawer control board and testing, it was determined that drawer 3.2 was actually causing the fault. The fse replaced the drawer control board for 3.2 and connected the pyxibus cable. The station started successfully, and the application launched correctly. The customer was able to recover the previously failed drawer 3.2, and all other drawers showed as functioning correctly. The fse logged into the hardware test application and completed the required diagnostic testing. The customer confirmed that the station was functioning properly at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station displayed black screen and had no power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.